Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the left button failed to function. The zoom and brightness functions could not be adjusted from the device due to the button failure. The complaint has been confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event include failed button switches. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the camera head lens was not working, the image was poor and it could not take pictures. The incident occurred before the procedure. There was no delay and a backup device was available to complete the procedure with no complications reported.